Manufacturer narrative:
Na.

Event description:
The customer stated that they received erroneous results for one patient tested with accu-chek inform ii meter serial number (B)(4). At 9:25 a.m., a venous sample collected from the patient resulted as 333 mg/dl when tested on the meter. At 9:28 a.m., a venous sample from the patient was tested with an unknown laboratory method, resulting as 100 mg/dl. At 9:34 a.m., a fingerstick sample from the patient was tested on the meter, resulting as 96 mg/dl. At 1:01 p.m., a venous sample collected from the patient resulted as 54 mg/dl when tested on the meter. At 1:04 p.m., a venous sample from the patient was tested with an unknown laboratory method, resulting as 97 mg/dl. Within 10 minutes of the venous sample collection, a fingerstick sample from the patient was tested on the meter, resulting as 89 mg/dl. No adverse events were alleged to have occurred with the patient. The patient has numerous ailments, but there was no record of serious injury or delays in treatment. The patient did not receive treatment. The venous samples were collected in a gold top tube, which is not an approved tube type for testing with the accu-chek test strips. Controls were run on the meter during the time of the event and these passed. The customer stated that she tested the meter with control material and linearity material; everything was within range. The customer's product was requested for investigation and replacement product was sent to the customer. The customer stated that there were no test strips remaining for return. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.